Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. They used another capsule but it also failed. A repeat procedure scheduled on another day was not necessary. There was no patient and user harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. Another capsule was used, but it also failed. There was no harm to the patient and the user. No intervention was required. Repeat procedure on a different date was not necessary.there was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Endoscope was used to confirm the position of the capsule prior to placement. Lubrication was used to facilitate placement of the capsule. The capsule will be returned for investigation.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by post market vigilance investigation personnel. The bravo capsule was received for evaluation. The visual inspection found that the needle advanced. The reported condition was confirmed. The investigation performed did not determine the issue cause because just the capsule ( without delivery system)arrived for investigation. The investigation performed did not determine the cause of the reported issue. A review of the device history records indicated that this serial/lot number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.